Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2008. According to the complainant, the patient experienced an unknown injury. According to the physician, the procedure was completed without complications. The patient returned to the physician's office in (B)(6) 2011 complaining of dyspareunia. The patient was treated with estrogen. The patient returned on an unknown date later reporting symptoms of urinary urgency and urinary frequency. The patient also reported abdominal pain which was identified to be caused by an enlarged lymph node. The patient also had polycystic kidney disease and was sent to a urologist for additional follow-up. The patient returned in (B)(6) 2012 reporting suprapubic pain. The physician ordered a cat scan and determined the pain was likely related to the interstitial cystitis. The physician prescribed unknown therapy for the interstitial cystitis. The patient has not been seen since. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.